Event description:
It was reported that the patient was taken to the angiographic room due to cardiac arrest. Her vessels were calcified and tortuous. After insertion of the balloon, membrane could not be inflated. As a result, the iab was removed. The patient later expired. The physician noted the removal of the catheter did not contribute to the patient's death.

Manufacturer narrative:
Manufacturer control no. Ii060159, follow-up report will be filed when evaluation is complete.